Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) power supply cable is damaged. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation inding, component code, investigation conclusion) it was reported that, the cardiosave intra-aortic balloon pump (iabp) power supply cable was damaged. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel. Electrical safety tests were carried out and passed. The unit was left in safe, working order.